Event description:
It was reported that the user experienced a transient signal loss between a dexcom g7 cgm and the ilet that self-resolved shortly after the call began, and education and troubleshooting were provided. Symptoms included no reported adverse health effects, alerts, or alarms. Outcomes included no injury and no need for medical care. Investigation included customer support review and remote troubleshooting guidance. Investigation of this case revealed normal device function after brief communication interruption consistent with intermittent connectivity behavior, with no component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was likely user environment or transient wireless interference.